Event description:
The caller reported encountering two alarms, alarm 2 followed by alarm 26, which were related to an occlusion issue. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to perform several actions, including disconnecting the tubing and delivering a bolus, but the occlusion alarm recurred. The customer was assisted in filling and loading a new cartridge, and it was confirmed that there were no visible cracks or damage to the cartridge. Ultimately, the customer changed the necessary supplies and resumed insulin therapy without further issues.